Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer received a cartridge alarm 19 with multiple cartridges during the load process. Customer had elevated blood glucose (bg) levels (485 mg/dl), and was taken to the emergency room. Customer was treated with an insulin pen and intravenous fluids while in the emergency room. At the time of the call the customer had not been released from the emergency room. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.